Event description:
It was reported that the insulin pump alarmed and its force sensor had been broken. The blood glucose reading was not available. During seating, the force sensor did not report seating. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a scratched lcd window, cracked display window corners, cracked reservoir tube lip, and missing end cap sticker. The device was unable to prime during the prime test, and it alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. The motor passed the motor test.